Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a dental surgery on an unknown date and suture was used for suturing the extraction site. During the procedure, when clamping on needle and taking a bite of tissue, the needle pulled completely off the suture. It appeared to be where the suture is swedged on to the needle. There were no adverse patient consequences reported. No additional information was provided.